Event description:
It was reported that stent damage occurred. A 32x3.00mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. When the device was removed from the patient, it was noted that the tip of the stent struts were lifted. The procedure was completed with a 3x12mm promus premier¿ stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).